Event description:
It was reported the gastrointestinal videoscope exhibited sewage from the scope tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer issue was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable by handling the product in accordance with the following IFU: pcf-h290i operation manual chapter 3 preparation and inspection ¿3.3 inspection of the endoscope inspection". Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.